Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient turned stimulation off for a CT scan, but they felt stimulation during and after the scan. It was reviewed that the patient could have experienced electromagnetic interference (emi) or stimulation could have been on. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the patient feeling stimulation during a CT scan was unknown. No further complications were reported.